Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable neurostimulator (ins) goes dead in 1 day to 1.5 days. He feels this is not right. It was reviewed therapy need vs charge frequency and suggested that patient have his ins checked if he feels he is charging the ins too much. He stated that his healthcare provider (hcp) is going to move the ins because hcp did not place the ins where patient asked it to be placed. It was clarified that he has arthritis and he has a difficult time reaching the ins where the hcp placed it. He stated hcp is likely going to move the ins for that reason. No symptoms/patient complications reported.